Event description:
The subject device was used during a virginal hysterectomy. The probe of the device was broken and fell off inside the pt. The fallen fragment was retrieved. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the probe broke down at 20 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the probe cracked since the surgeon outputted the device contacting with something hard. Then, the probe was broken when the probe received a load outputting or grasping tissue.